Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half, no optical deviations on the optic parts could be found.the condition/damage of the returned sample did not allow for verification of the diopter value. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The health care professional stated that there was nothing wrong with the lens.

Event description:
It was reported that the patient underwent an intraocular lens implant on (B)(6) 2012. The lens was later explanted on (B)(6) 2012 due to patient preference. The patient was noted to be experiencing double vision. Follow-up with the doctor indicated that there was nothing wrong with the lens and there was no issue with the placement of the intraocular lens. In addition there was no refractive error and no complications during the procedure. The patient is reported to be doing well post operatively.

Manufacturer narrative:
(B)(4). Result summary indicates that the device manufacturing records were reviewed and showed no deviations. Concluding that the intraocular lens (iol) passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to abbott medical optics has been submitted.